Event description:
Patient allegedly received an implant on (B)(6) 2013 via right common femoral vein due to deep vein thrombosis. The patient alleges tilt, vena cava perforation and organ perforation. The patient further alleges ¿I live with the anxiety of having a filter that could fail at any time, but that cannot be retrieved without a serious surgery because my filter has tilted within my vena cava and perforated outside of it into an adjacent structure¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2019, ¿there is an inferior vena cava filter present with the cephalad apex extending above the level of the lowest renal vein, the right renal vein. There is anterior tilt of the inferior vena. Cava filter with the cephalad apex abutting the anterior wall of the ivc. There is no evidence for a fractured inferior vena cava filter strut or a significant bend. There is evidence for a single filter strut perforation along the posterior medial aspect of the ivc extending into the anterior longitudinal ligament of the lumbar spine, extending approximately 3 to 4 mm, beyond the confines of the inferior vena cava. There is no evidence of inferior vena cava stenosis.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Tilt, vena cava (vc)/organ perforation and anxiety. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.